Manufacturer narrative:
E1: patient city: (B)(6). Patient country: belgium. Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in belgium. It was reported that patient faced kinked cannula event on (B)(6) 2026. No further information available.